Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.

Event description:
Affiliate reported that in 2007, the device was implanted in the right side with a v-p shunt. In 2008, it was noted that the ventricles of the pt's brain became large and the doctor tried to decrease the pressure from 120 mm h 20 to 90 mm h 20, but the pt's condition did not improve. Six months later, the doctor added another valve in the left side and set the pressure in 100 mm h 20. The doctor increased the pressure of the valve which was previously implanted in the right side from 90 mm h 20 to 200 mm h 20. In early 2009, the pt's condition improved and the right valve was removed. Eleven days later, the doctor decreased the pressure of left valve from 100 mm h 20 to 60 mm h 20. The pt's condition improved. On the following month, the pt was discharged from this hospital.